Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient's ins therapy is not working for pain relief. The patient reported they had back surgery about 6 weeks ago. Patient stated 2 weeks ago they went into the neurosurgeon's office and the representative was supposed to meet them there but the representative called and said they couldn't make it. Patient said they called the representative twice the following week because they were having a problem and the representative had told them how to adjust the therapy since they didn't think it was working. Patient service specialist (pss) understood pt was referring to the therapy wasn't working. Patient explained they were able to get it working properly however they don't think they are in the right spot. Pss understood pt was referring they were not getting therapy in the right spot. Patient described they have really bad pain in their lower back & legs where the implanted neurostimulator system is located. Pt explained they are having pain from their waist down to their legs to where they have to take a pain pill every day. Patient commented they had been having issues for a little longer than 2 weeks ago but some of it was from the back surgery. Patient clarified the part that was bothering them was in the middle of their back where the ins was inserted. Patient remarked it was sensitive in all of the areas where they touch it but it was so sensitive all the way from their back to their waist which was a little bit lower down & their legs were killing them. Patient mentioned they did not think they were getting enough stimulation in there & could not turn it up anymore b/c they could not stand the buzzing/shocking feeling in their back. Pss asked if there was any signs of swelling/redness in the area where the battery was implanted. Patient confirmed it was not any hotter than the other side. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was caller reported that within the past year, they experienced issues with their device. Caller stated they had a ruptured disc and had to have it fixed. Caller also stated that after their surgery, they needed to be reprogrammed and they felt like they had needles going up and down their legs all the time. Patient stated they called their manufacturer's representative and was told to turn their therapy off for a week, but it has been over 3 months and they have not heard back from rep. Patient stated that they had a bad experience because of mdt rep, and that they had their device replaced with a competitor device last week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported no troubleshooting steps taken, patient has not seen rep for a while and will be looking for a new rep. Patient believes they need to be adjusted.